Event description:
It was reported that during patient use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. There was patient involved but no harm reported.

Manufacturer narrative:
Due to character limit e1(event site name): (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the fiber optic sensor (fos) looked fine and had no cracks. The connector was tested with the fos tester multiple times, and they could not reproduce the reported issue. Device passed the performance and safety checks according to factory specifications.